Event description:
The user has been reimplanted. The user reported that the sound became soft and that there was some noise with using the device on (B)(6) 2022. The user visited the clinic again on (B)(6) 2022 and the symptoms were persisting, with the sound becoming soft and loud randomly, therefore it was suggested to proceed with reimplantation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that sound became soft and that there was some noise with using the device on (B)(6) 2022. The user visited the clinic again on (B)(6) 2022 and the symptoms persisted, with the sound becoming soft and loud randomly, therefore re-implantation was suggested. The user has been re-implanted.